Manufacturer narrative:
A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it was confirmed that there is no problem with the existing documentation for the e315 error for the device. Based on the results of the investigation, water invaded the scope connector during user handling causing the electrical components to be damaged and the error message e315 was displayed. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning ¿ never use the endoscope on a patient if any irregularity is observed. The irregular endoscope may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk. Chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning ¿ never use the endoscope on a patient if any irregularity is observed. The irregular endoscope may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk. The device was returned to olympus for evaluation and the customer's reported event of the colonovideoscope communication error was confirmed. E315 was displayed at startup. After replacing the scope connector, the image was restored to normal. The following findings were noted during device evaluation: due to wear of angle wire the bending angle in the down direction, angulation did not meet the standard value, venting cover was defective, scope connector cover unit & suction connector had corrosion due to water leakage, due to damage on the switch box, switch 2 did not work. Due to damage, switch 1 did not work. The leak check label was discolored, and the printed boards were corroded. The light guide lens was cracked. There was angle play, and there was heavy angulation at the d side. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the error code e315 was displayed on the colonovideoscope and there was liquid invasion. The issue was found during reprocessing for an unknown procedure, the facility finished the procedure with another similar device. There was no delay, death, or injury reported and the patient was not under anesthesia.